Manufacturer narrative:
Device details unavailable, this report is submitted on july 24 2018, (B)(4).

Event description:
It was reported that the patient experienced infection and skin overgrowth at the abutment site and the patient received treatment for the infection; however the type of treatment was not reported. Additional information has been requested; however has not been made available at the time of this report.